Event description:
It was observed, during the device evaluation. That the duodenovideoscope exhibited foreign material within the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were deviated from the instructions for use (IFU). Based on the results of the investigation, the foreign material found in the air/water tube and cylinder could not be identified. Furthermore, physical damage was not found at the foreign material residue points. However, based on the results of the investigation, the probable cause of the malfunction would likely be because handling/reprocessing of the device deviated from instructions for use (IFU). The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: tjf-q190v operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: tjf-q190v reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. ".